Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient connecting themselves and initiating therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that system error 2240 (air in line/set) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had connected themselves to the patient line prior to properly priming the line. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed and the patient was to start therapy over using new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.